Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neurological condition/problems") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had essure removed.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, fatigue, alopecia, weight increased, nervous system disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, fatigue, genital haemorrhage, menorrhagia, nervous system disorder, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: she received treatments for events pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: reporter¿s details updated and patient demographics were added. Essure indication updated. On (B)(6) 2018, she explanted essure. Injury events was updated to pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, patient did not performed essure confirmation test, fatigue, hair loss, weight gain, weight loss, neurological condition/problems, bloating. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.